Event description:
Unit shut down with alarm. There was no patient harm. Vent continued to alarm until reset was hit "quite a few times." The message in the window was "reset". On ac power at the time. Accessories: hme, o2 source. No patient harm.